Event description:
Pump reported to be running all three channels with vascular dilators on a cardiac pt in the ICU. The exact medication unknown. The pump then went into failure. The pt's b/p dropped to 40 and the pt went to afib, which is the condition which the pt was originally being treated for. The pump was switched out and therapy was continued. No pt injury resulted. Pt returned to pre-incident status.